Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided information, the keyboard has been changed that solved the issue. The quality control was complaint. The keyboard was sent to brezins for further investigation. Once in brezins, nothing was noticed during external visual check. Following visual inspection, cross-tests were performed. The reported event was reproduced as three arrow keys were unfunctional. This complaint is considered as valid, and the root cause is likely due to a defective keypad. Please be informed that an internal CAPA was opened for defective keyboards. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported by customer: keyboard defective reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.